Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, intermittent atrial undersensing noted on stored electrograms (egm), as well as events possibly falling in blanking at times (functional undersensing). The ra lead remains in use. No patient complications have been reported as a result of this event.